Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis event. The breach in aseptic technique was further described as the patient performed peritoneal dialysis therapy without performing hand washing. The previously reported peritonitis event was manifested by cloudy effluent. On unreported date(s), the patient was treated with unspecified antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event. Four days prior to the receipt of this additional information, dianeal and extraneal therapies were discontinued due to the previously reported peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed. The patient was not recovered from the previously reported peritonitis event (previously, the outcome was not reported). On an unreported date, the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in the previously reported peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the date of the event onset was reported as unknown; however, the date of hospitalization was reported as (B)(6) 2015, henceforth this will be the date of onset. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.